Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported that the pump was flipping in the pocket. The etiology was reported as the incisional site/device tract and pump pocket. No diagnostic methods were reported. The event was related to the device or therapy. There was no report of any patient signs or symptoms. The severity was noted as mild. Interventions included replacing the device on (B)(6) 2010 and was disposed. The outcome was reported as resolved without sequelae on (B)(6) 2010. It was unknown what medication this device system delivered at the time of the event. It was noted that this information was unavailable. Should additional information be received, a supplemental report will be filed.